Event description:
It was reported that during a da vinci-assisted biliodigestive bypass surgical procedure, the pulley cables on the cadiere forceps were exposed and broken. The surgeon had used the cadiere forceps as a separator with no issue in the last five hours prior to the instrument breakage. The surgeon was not grabbing anything within the jaws when the incident occurred. The customer then straightened, opened, and removed the instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the cadiere forceps was inspected prior to use. The cadiere forceps did not collide with any other instruments. No fragments fell inside the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. However, no damage was observed on the pulleys or the backend after removing the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.